Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set tubing kept popping off of the hub. The following information was provided by the initial reporter: went to connect tubing after blue port connector was placed, tubing kept popping off of the hub. There was no report of patient harm.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion sets tubing kept popping off of the hub. The following information was provided by the initial reporter: went to connect tubing after blue port connector was placed, tubing kept popping off of the hub. There was no report of patient harm.

Manufacturer narrative:
The following fields are possible lot numbers: d4: medical device lot #: 21086016 d4: medical device expiration date: 17aug2024 h4: device manufacture date: 17aug2021 d4: medical device lot #: 21086057 d4: medical device expiration date: 18aug2024 h4: device manufacture date: 18aug2021 d4: medical device lot #: 21085627 d4: medical device expiration date: 13aug2024 h4: device manufacture date: 13aug2021 d4: medical device lot #: 21085773 d4: medical device expiration date: 12aug2024 h4: device manufacture date: 12aug2021 d4: medical device lot #: 21085792 d4: medical device expiration date: 13aug2024 h4: device manufacture date: 13aug2021 the following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ infusion sets tubing kept popping off of the hub. The following information was provided by the initial reporter: went to connect tubing after blue port connector was placed, tubing kept popping off of the hub. There was no report of patient harm. D1: medical device brand name: bd alaris¿ pump module smartsite¿ infusion set d4: catalog # 2420-0007 d4: UDI # (B)(4). G.5. PMA / 510(k)#: k944320 h6: investigation summary a sample was received and investigated by our quality team. During visual inspection, there were no issues noticed and after infusion, the infusion set performed as expected. The connector attached at male luer was noticed to pop off though after only slight aggravation. This verified the complaint but when tested with other connectors, the connection remained sound and the set performed without issue. The root cause of this issue is due to the connector that was used during infusion. There is no issue with the set reported in complaint. (B)(4).